Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for an unrelated reason. While hospitalized, the patient lost consciousness and expired. Then, when the physician tried to check the stored electrogram, there was no record found. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Date of death - this supplemental report is to correct the initial submission to include the date of death.